Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the lad. Approximately 12 months post procedure, patient suffered lower gastrointestinal hemorrhage with the dapt medication stopped for 18 days. Patient recovered. Investigator and sponsor assessed event as unlikely related to device but probably related to anti platelet medication.